Event description:
It was reported that the ilet device exhibited charging and battery performance issues, including the device becoming warm during charging and the battery lasting approximately one day despite charging attempts to full capacity and trying multiple outlets over several weeks. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included a review of device charging behavior and user-reported performance. Investigation of this case revealed a suspected battery performance degradation and potential charging system inefficiency, consistent with abnormal heat generation during charging. It was concluded that the device exhibited a battery-related malfunction affecting charge retention and charging thermals, with user guidance indicated and further technical evaluation warranted.